Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with intermittent high capture thresholds. The patient reported being in an auto accident in (B)(6) 2018. No intervention was performed. The patient was stable and will continue to be monitored.

Manufacturer narrative:
A complete lead was returned in one piece measuring 52.1 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
New information received states that the lead was explanted.

Event description:
New information received that the lead was replaced and the patient was stable during, post procedure.